Event description:
A pharmacist called on behalf of the customer. The pharmacist alleged the customer's contour meter read 400 mg/dl, compared to another meter that read 150 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were to be returned for evaluation, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
No contact information was provided for the initial reporter.